Manufacturer narrative:
(Device code (s) was corrected to better reflect event reported by the complainant). Additional information was received indicating that the patient expired on (B)(6) 2015. The pump will not be returned and there will be no autopsy. The patient had presented with high watts/flow and elevated hemolysis values. No further information was provided. Results of log file analysis performed on 05/04/2015: fifteen (15) low flow alarms have been logged since may 02, 2015. The current low flow alarm limit is set to 1.5 lpm. Twelve (12) high watt alarms have been logged since may 04, 2015. The current high watt alarm limit is set to 10.0 w. Starting on may 2, 2015 at approximately 09:32 a sustained decrease in estimated flow was observed. Starting on may 4, 2015 a rise in power consumption has been logged to a peak of 6.6w on the same day outside of normal power consumption. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The patient exhibited high watts/flow and elevated hemolysis values. There was no information provided on anticoagulation values or if there was a thrombus related to the ventricular assist device/system. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the high power event can be attributed to thrombus formation/ingestion within the device. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Additional info received on 07/07/2015. Pre-implant history: ex-smoker, diabetes mellitus type ii, stroke (3/2014), carotid artery disease, nyha class IV, atrial fibrillation, atrial flutter. The device remained implanted post-mortem. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by acquired and/or congenital disorders of hemostasis, overuse of anticoagulant therapy, and uncontrolled blood pressure. Though the medical team believes this event to possibly be related to the device this patient had numerous risk-factors known to increase the likelihood of the occurrence of hemorrhagic stroke including, previous history of smoking and significant cardiac diseases including cardiac arrhythmias and carotid artery disease. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Pump remains implanted.

Event description:
It was reported from (B)(6) by the vad nurse that the patient had intra cranial hemorrhage before. Due to that anticoagulation was reduced. Now pump shows high watts, confirmed by log file analysis completed by manufacturer. No further information available at this time.